Event description:
Additional information recevied that event occurred intraoperatively.

Manufacturer narrative:
H3: analysis found that item received with software rev:1.6.4 installed. Usb-c connector failure. Replaced power management pcb. Analysis for product ID: nim4cpb1, serial number: (B)(6) found that device had no fault, the software was upgraded to v1.6.4. H6: fdr code c19 and fdc code d20 are applicable for product ID: nim4cpb1 serial number: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the console has a battery issue, pi box won't couple, won't work with wifi, and console giving prompt ¿signal exceeds limit¿. Pi box no longer works wired. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H4: manufacturing date for product ID: nim4cpb1, serial/lot #: (B)(6) is (B)(6) 2021. Additional code img g02005 is applicable for product ID: nim4cpb1, serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.